Manufacturer narrative:
(B)(4).

Event description:
Information was received from a foreign healthcare provider and manufacturing representative regarding a pump system being used to deliver morphine. The diagnosis for use of the system was cancer. Prior to implantation of the pump on (B)(6) 2016, the current pump settings showed the elective replacement indicator (eri) was 81 months. After surgery, the surgeon set the infusion drug concentration and noticed from the programmer the pump status after update showed eri was 49 months. The change of eri raised concern of the surgeon. When the physician did the patient input the second time to adjust the drug concentration, the eri data went back to normal. The cause of the issue was not determined. Other medications taken at the time of the event and pertinent patient medical history was requested but not reported.